Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on an unknown date. An unknown amount of time later, it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.

Manufacturer narrative:
B3 date of event: approximated based on occurring in 2008. D6 implant date: (B)(6) 2005.

Event description:
A greenfield filter was implanted on an unknown date. An unknown amount of time later, it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported the inferior vena cava (ivc) filter was implanted (B)(6) 2005 to prevent blood clots from traveling to the heart. In 2008, it was first discovered there was something wrong with the filter. The ivc filter remained implanted. There was an injury to the foot.